Event description:
It was reported that during a coronary stent procedure, the delivery/stent device became stuck on the distal edge of another stent placed during the procedure. The shaft of the catheter broke and was removed without incident. The procedure was successfully completed with another product. No patient injuries or complications occurred.